Manufacturer narrative:
(B)(4).

Event description:
It was reported "failed iab membrane". Additional information states "[the user] said that they were cannulating the patient for ECMO. They had been passing wires in the same location as the balloon in the aorta. [The user] speculated that they iab was perforated by a wire. The iab was removed without difficulty. The patient was being supported on ECMO after removal". No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iabc; blood was noted in the sidearm. The supplied 30cc driveline tubing was noted connected to the short driveline tubing; dried blood was noted in the tubing. The one-way valve was noted tethered to the driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6cm from the iabc distal tip. The wire round/polyimide (part of the flex tip assembly) was noted unraveled. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer photos were reviewed. The photos show an iab pump serial number and a work order request. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistent-ly pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously con-firmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "failed iab membrane" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action, and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "failed iab membrane". Additional information states "[the user] said that they were cannulating the patient for ECMO. They had been passing wires in the same location as the balloon in the aorta. [The user] speculated that they iab was perforated by a wire. The iab was removed without difficulty. The patient was being supported on ECMO after removal". No patient injury or consequence reported. The patient's current condition is reported as "critical"